Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced unexplained high blood glucose. The customer's blood glucose was 274 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. The customer reported treating their blood glucose several times. The customer stated they were able to lower their blood glucose to 198 mg/dl. Troubleshooting found a no delivery alarm and a button error alarm in the alarm history. It was also found the customer did not have any leaks or air bubbles present. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer declined to return the insulin pump for analysis.